Event description:
Business partner reports keratitis/inflammation of cornea: patient eyes were irritated, light sensitivity and pain. The patient states it caused them to be bed ridden. The condition began sometime in (B)(6) 2011. Follow up notes that the patient diagnosed with diffuse superficial keratitis on (B)(6) 2011. She was treated with steroid and antibiotic eye drops along with ointment. Decreased best corrected visual acuity lasting longer than 7 days is reported. The patient permanently discontinued contact lens wear in (B)(6) 2012. This is being reported as keratitis and decreased best corrected visual acuity lasting longer than 7 days.

Manufacturer narrative:
This is being reported as keratitis and decreased best corrected visual acuity lasting longer than 7 days. This reports is related to: (B)(4) 2640128-2012-00012. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.